Manufacturer narrative:
This initial report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the presumable cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject had exhibited foreign material in the biopsy channel. There was no patient involvement.